Event description:
It was reported that a patient had received a shock when she was changing from sitting to standing position getting out of bed the morning of this report. This shock was "extremely painful." A burning sensation at neurostimulator implant site that had started 3 days ago was also reported. There was no known accident or incident related to this complaint. It was stated that the patient had bigger battery implanted because she "ran therapy so high and was running through batteries every 5 months." It was mentioned that the patient was very thin and did not have "a lot of meat in which to cover the battery" so the implant was very superficial. The patient could feel the wires and the device. The site of patient's symptoms was at neurostimulator's location. It was stated that "shock traveled down the lead to patient's tailbone." The patient was at home and "very shaken up about this." It was stated that she desperately needed the device to work as her bladder did not empty without it. Troubleshooting was attempted by asking to turn the stimulation voltage down prior to turning the stimulation on and then by increasing the stimulation back up to 2.1v on program #4. The patient was to evaluate whether she was feeling the burning sensation and how long it took to start up again. Approximately 20 days later, the patient was still having concerns with her device or therapy but had not sought further help. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # va005t1, implanted: (B)(6) 2012, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3037, serial # (B)(4), product type programmer.